Manufacturer narrative:
Hologic product application specialist (pas) log review revealed that the lower bay fluids were replaced on (B)(6) 2021. Pas also noted that there was a delay or possible air bubbles in lines leading to increase in invalid results. Pas review of prior wls (B)(4) appeared normal and demonstrated that low positives associated with these wls (B)(4) appear to have valid kinetics. Pas recommended to get us technical service engineer (tse) to perform an assessment on this case. The customer was instructed to stop testing samples and releasing the results until the issue was resolved. However, it is not known if any results are reported, or treatment has already been administered to the patient. Field service engineer (fse) resolved the issue by cleaning the luminometer injectors. Customer retested the two impacted samples. Tse recommended to release the rest of the results after the retest. Customer was satisfied and had no further questions.

Event description:
Initial and final report on (B)(6) 2021, customer called hologic technical support (ts) to report that they got invalid results from worklist ID (wl) 107385 on the tigris instrument sn (B)(4). Customer used an aptima hpv assay. Ts reviewed the logs and found that the calibrator and controls were within range and there were no obvious signs of reagent preparation errors. Ts indicated that the kinetic curves of this run with wl 107385 appeared abnormal and that two samples may be potential false positive results. Ts asked the customer to stop running the instrument.